Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, erbe had repeated error message c-34. The procedure was completed with no reported injury using a forcetriad. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system, it initially powered on without errors. Multiple troubleshooting attempts were performed but the issue could not be resolved.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurigcal unit (iesu) has been returned and evaluated by the failure analysis team. The reported failure was confirmed and reproduced when the unit was connected to a test system. Log review confirmed the fault occurred in the field. The unit had no significant scratches or dents. The front bezel was in decent condition. C-54 errors occurred on start-up and c-34 occurred during monopolar activation when the unit was run in normal mode. The measurement value for the power supply unit voltage was too small and was found to be the root cause of the reported event.